Event description:
It was reported that this non-boston scientific right ventricular (rv) lead and implantable pacemaker exhibited transient higher pace impedance spike measurements, increasing from roughly 500 ohms to 1000 ohms three times in the last six months. Technical services (ts) discussed normal device function, no current episodes or out of range measurements. No adverse patient effects were reported. At this time, the device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).